Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
A patient reported while using the day aligners that their top aligner is cutting their gums and they can handle the pain after about 15 minutes, but they have filed down the area many times and it still hasn't helped. The patient reported excessive bleeding, inflammation and sensitivity.